Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had leakage from the injection port. The following information was provided by the initial reporter: "injection via injection port, unnoticed damage/dislocation of the rubber membrane there, after end of injection closing of the injection port, resulting in relevant blood loss in spite of closed injection port."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. A product recall was initiated for venflon pro safety products sterilized using eto sterilization in may 2021. Based on the verbatim, the probable root cause for the reported condition of this complaint was due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated.

Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had leakage from the injection port. The following information was provided by the initial reporter: "injection via injection port, unnoticed damage/dislocation of the rubber membrane there, after end of injection closing of the injection port, resulting in relevant blood loss in spite of closed injection port."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 18-aug-2022. H6: investigation summary: one used, contaminated sample was received by our quality team for evaluation. From the sample, the team observed that the valve moved towards the luer end. The adapter attached on the luer end is not a bd product, no further investigation was performed on it. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the returned sample, the probable root cause for the reported condition of this complaint was due to the valve issue related to the eto sterilization. There was a product recall initiated for venflon pro safety products sterilized using eto in april / may 2021. CAPA#1379444 was initiated.

Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had leakage from the injection port. The following information was provided by the initial reporter: "injection via injection port, unnoticed damage/dislocation of the rubber membrane there, after end of injection closing of the injection port, resulting in relevant blood loss in spite of closed injection port."